Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed based on the information recorded in the log files. The event and periodic log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from 29jun2021 to 07jul2021 where a controller internal fault alarm associated with ebb test circuit fault became active on july 7, 2021 at 8:34 am. The alarm remained active until the controller was exchanged. The periodic log file contained events recorded from 04may to 07jul2021. The last entry captured in the log file revealed a controller internal fault alarm associated with ebb test circuit fault. The system controller was functionally tested using the laboratory equipment and the ebb fault was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the ebb fault captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient observed a controller fault alarm just after leaving the shower. The controller was exchanged but the alarm reoccurred. The mod cable was exchanged too but did not solve the issue. The controller was exchanged a second time which resolved the issue. Related manufacturer report number #2916596-2021-03834.